Manufacturer narrative:
Study report. Evaluation summary: the stent delivery system was not returned. As reported vessel direction relative to the fluoroscopy camera may have made it difficult to interpret the target lesion. It was reported that there was restricted flow, possibly due to dissection. It may have also been difficult to interpret a vessel dissection. Vessel dissection is a possible adverse event associated with carotid stenting as stated in the xact instructions for use. The available evidence does not suggest that the device malfunctioned, and it was reported that there was no device malfunction. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: flow restriction, possible dissection. Time of symptoms/ae: during procedure. It was reported that during an xact stenting procedure of the left internal carotid artery, due to vessel tortuosity, stent bias occurred resulting in misjudgement of stent placement; the stent was inaccurately placed slightly distal of the lesion. A second xact stent was deployed to completely cover the target diseased segment. Angiogram showed what appeared to be a dissection in the common carotid artery; however, the physician suspected the severe stent bias caused a restriction in flow which appeared as a dissection on angiography. A third xact stent was successfully deployed to cover the restricted area and correct blood flow. Though requested, no additional information was provided.